Manufacturer narrative:
Additional information indicates that an echocardiogram showed increased gradients of 80mmhg and significant pulmonary regurgitation. First, a balloon valvuloplasty was performed on the bioprosthetic valve. The valve was subsequently replaced valve-in-valve. (B)(4).

Manufacturer narrative:
Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that 2 years 3 months post implant of this bioprosthetic valve in the pulmonary position, the valve was replaced valve-in-valve with a medtronic transcatheter pulmonary valve. The reason for replacement unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.